Manufacturer narrative:
The returned lead was analyzed and passed continuity testing. The reported event was not confirmed. Moreover, the analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead was explanted due to dislodgement. The lv lead dislodged while the physician implanted the arterial pressure sensor. Additional information indicated that here was no capture and the lead had pulled all the way out of the coronary sinus. No additional adverse patient effects were reported.